Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No audio/beep anomaly noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She changed the battery and alarm occurred again during rewind. The customer did not recall any significant events leading to the alarm. Blood glucose value at the time is unknown; current reading was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.